Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. The causes of the peritonitis and sepsis were not reported. On an unknown date in the same month as the receipt of this report, the patient was hospitalized for peritonitis. Treatment details were also not reported. Three days prior to the receipt of this report, the patient passed away. The cause of death was reported as sepsis; though, it was not reported if an autopsy was performed. It was not reported if pd therapy remained ongoing prior to death or if therapy was being performed at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.